Manufacturer narrative:
The motion control positioner box was returned to the manufacturer for analysis. Issue was able to be duplicated. During investigation, positioner control box was installed in the imaging system and the system was unable to pass motion calibration due to movement in the x direction not being successful. Provided commands in remote desktop to move on z axis and confirmed z axis is also defective. Motion control box is functional on the y axis, but fails to move in x and z. The hardware investigation found that reported event was related to an electrical failure mode caused by amp malfunction.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment on (B)(6) 2017. The representative reported that they attempted to manually move the gantry in the x-direction. Only the brake for the x-direction was engaging. The representative reloaded the firmware on the imaging system, which did not resolve the reported issue. The x-stage cover was reported to be damaged. The representative then replaced the position controller, the x-stage controller and invalidated the home on the imaging system. The imaging system then passed the system checkout and was found to be fully functional. The suspect cover and positioner controller have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the gantry would not move in the x or y direction. No additional information was provided. There was no patient present when this issue was identified.